Event description:
Boston scientific crm received information that, during a routine follow-up, it was noted this lead had impedance measurements greater than 3000 ohms. An x-ray was performed and a lead fracture was reported. It was also reported the patient had recently spent several hours chipping wood. A revision procedure was performed. During the procedure, the physician noted two sutures had come off the suture sleeve, and insulation abrasion was noted. One of the sutures was seen at the same location as the lead fracture. The physician suspected the patient's intense physical activity had caused the fracture and the movement of the sutures. A portion of the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis. This this event will be updated and resubmitted upon completion of analysis.

Manufacturer narrative:
The explanted portion of the lead is expected to be returned for analysis. This event will be updated and resubmitted upon return and completion of analysis.

Manufacturer narrative:
A proximal portion of the lead was returned for analysis. The lead was returned severed 244 mm from the terminal pin. Cuts were noted in several locations of the insulation. An x-ray of the returned segment noted a discontinuity in the negative rate/sense conductor 229 mm from the terminal pin. Deformed conductor coils were noted at this point, and also 67 mm from the terminal pin. Detailed analysis of the discontinuity site found evidence the lead had been cut. No evidence of fracture was found. As only the proximal portion of the lead was returned, analysis was unable to confirm the reported fracture due to movement of the sutures.